Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced intermittent out of range signals for 20 minutes to 1 hour and 45 minutes.